Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the pt's neck in the operating room. During insertion, the physician had an issue with the dilator bunching up at the tip and the guide wire broke in two. The physician was able to grab the wire and remove it. Nothing stayed in the pt. A new kit was opened successfully. There was a delay in treatment with no pt harm and no pt death or complications were reported.